Manufacturer narrative:
This report is being submitted as part of the remediation for (B)(4).

Event description:
The customer reported the external battery light does not illuminate during the battery test. There was no patient involvement.